Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having fallen and sustaining a peri-prosthetic fracture; the surgeon exchanged the stem and head.